Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "primary impact of simultaneous use of double devices through one-working channel when performing flexible ureteroscope with ureteral access sheath for single ureteral stone: in bench and retrospective clinical study". This retrospective cohort study compare the simultaneous use of two devices versus a single device through a single working channel in flexible ureteroscopy using a ureteral access sheath for single ureteral stones in 156 patients. In the clinical study, although the stone-free rate was not significantly different between the groups (s-group 89.8%, d-group 93.5%; p = 0.412), the median operation time was significantly shorter (p < 0.001) and the rate of postoperative stenting was significantly lower (p = 0.002) in the d-group. This study concludes that the simultaneous use of two devices through a single working channel is safe and could help save the time needed to exchange the laser fiber and nitinol basket. Type of adverse events/number of patients. [Intra-operative complications] single group: ureteral injury (grade-1) - 2 patients. Double group: ureteral injury (grade-1) - 4 patients. [Post-operative complications] single group: clavien-dindo grade (grade I) - 4 patients. Clavien-dindo grade (grade ii) - 1 patient. Double group: clavien-dindo grade (grade I) - 2 patients. Clavien-dindo grade (grade ii) - 1 patient. There is no report of any olympus device malfunction in any procedure described in this study.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes a correction to e4 and g2. Information added to these fields that was inadvertently not includehttps://emdr.FDA.gov/emdr/formredaction/d11.jsf#d on the initial medwatch. Olympus will continue to monitor field performance for this device.